Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received a scs system, including an ipg, on (B)(6) 2011. It was reported that the pt does not feel stimulation for 5-10 seconds every hour. The physician has decided that no intervention is needed at this time. No further information is available.